Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of abdominal aortic aneurysm. Vessel and aneurysm morphology was unknown. It was reported that while the patient was in the recovery room the patient had a cva/stroke. The physician intervened the best they could with medication, but the patient remains in the hospital and has lost motor skills. It is not known what caused the stroke. The index procedure was very smooth with little manipulation or thrombus. The physician believes it may have been the wire with its traumatic tip in the arch which may have caused the problem. No additional clinical sequelae were reported, and the patient is stable.

Manufacturer narrative:
(B)(4): cva, wire.